Event description:
It was reported that customer was admitted as an impatient to a hospital for diabetic ketoacidosis. Physician believed it may be a pump issue troubleshootng was performed and pump programming and function appeared to be normal.